Event description:
It was reported that the patient experienced recurrent occlusion and restart alerts on an ilet insulin pump, with blood glucose reported over 401 mg/dl and a history of two prior diabetic ketoacidosis events, and the customer asserted the issue was due to the pump rather than disposable supplies. Symptoms included hyperglycemia. Outcomes included concern for risk of serious injury. Investigation included review of device data and customer reports and coordination with supervisory support. Investigation of this case revealed the cause of the hyperglycemia and occlusion alerts was unclear. It was concluded that the event involved hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.